Event description:
Complainant alleged that during biomed testing, the device displayed "discharge fault" and "defib fault 78" messages. Complainant indicated that there was no patient involvement in the reported malfunction.